Manufacturer narrative:
A2: age - 46 years. A3: sex - male. Complainant was unable to provide the model number, lot number or product sizing information. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
End user reported feeling 'some tugging and discomfort when removing the catheter'.